Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt was returned to surgery two weeks following carotid endarterectomy. Surgeon reports that the suture was broken. The surgeon utilized the broken suture to effectuate the repair. The pt is reported as "fine."